Event description:
It was reported by the vad coordinator that the pt called the hospital from her home, she reported drop in flows from 6-7 lpm to 4 lpm while she attempted to lie down in bed. When the pt sat up her flows went back up to 6 lpm but within a few mins the flows did not go up with seating and she became diaphoretic and nauseous. The pt was transported to the ER and the same symptoms were observed while the pt was in different positions. The hospital changed the pump to fixed mode but the pt began to have ventricular tachycardia (vt) when lying flat prior to right heart catheterization (rhc) and she was given amiodarone bolus and raised on a wedge to do rhc after the vt rhythm converted. The pt was placed on bed rest, maintained on dopamine and heparin with only one observable rate control fault alarm. The lvad was replaced with the MFR's clinical trial lvad. During pump exchange, it was noted that the retention suture was intact but the inflow graft torn and bleeding was observed.

Manufacturer narrative:
The pt remains ongoing with the MFR's clinical trial lvad and is being closely monitored for bleeding and activated clotting time (act). Due to obesity and antibodies the pt is not currently eligible for a heart transplant. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.